Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg is not connecting to external devices following an unrelated procedure in (B)(6) 2024. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.